Manufacturer narrative:
(B)(4).

Event description:
It was reported that this polymedicated patient started oral baclofen oral as a concomitant medication from (B)(6) 2012. On (B)(6) 2014, the patient was randomized to itb treatment arm of study. The patient started intravenous baclofen from (B)(6) 2014 to (B)(6) 2014 at a dose of 100 ug. The patient received a recent dose of baclofen oral (concomitant medication) on (B)(6) 2014 and was continued. On (B)(6) 2014 at a dose of 120.13 ug qd, on (B)(6) 2014 at a dose of 143.94 ug qd, on (B)(6) 2014 at a dose of 172.03 ug qd, from (B)(6) 2014 to (B)(6) 2014 at a dose of 207.44 ug qd, from (B)(6) 2014 to (B)(6) 2014 at a dose of 248.72 qd and from (B)(6) 2014 to (B)(6) 2014 at a dose of 297.42 ug qd. It was also reported that the patient was dosed at 248.72 ug qd from (B)(6) 2014 to (B)(6) 2014 and at this dose from (B)(6) 2014 to (B)(6) 2014. The investigator reported that baclofen titration by 20% rather than as the patient seemed to be tolerating the dose well. On (B)(6) 2014, (B)(6) 2014, (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014, it was stated that the patient's baclofen dose was increased by 20% as he was tolerating the previous dose well. On (B)(6) 2014 it was stated that the subject's dose of baclofen was reduced by 20% as he was not tolerating the dose well. From (B)(6) 2014 to (B)(6) 2014, the patient received the baclofen at a dose of 248.72 ug. On (B)(6) 2014 it was stated that the patient was not tolerating the current baclofen concentration so the dose was reduced by a further 20%. From (B)(6) 2014 the patient received the baclofen at a dose of 207.44 ug. On (B)(6) 2014, the patient experienced a moderate event named as "probable infection at site of pump"/seroma at pump implant site and the "subject became very depressed, stressed and anxious". He was hospitalized on the same day because site of pump had become infected and required intervention and as needed to see the neuropathy consultation and receive antidepressant medication. The patient had become severely depressed, drinking alcohol, refused to answer his phone and purposely caused trauma to the site of the pump by picking at it. The investigator had assessed these events as a preexisting condition (worsening of exacerbation) and as a new illness, injury (patient has purposely caused traumatic injury to site of the pump.) The investigator updated the previously reported event term of "patient became very depressed, stressed and anxious" to the event term "anxiety and non-compliance of subject with trial." The patient had not been attending his appointments due to an exacerbation of his depression which resulted in an increased consumption of alcohol. The patient was treated with intravenous flucloxacillin due to the possible wound infection. A benign collection of fluid (seroma) was seen at wound site but upon aspiration it was found to be sterile. On (B)(6) 2014, the patient's fluid microscopy showed lymphocytes, culture revealed no growth and other non-specified test revealed minor wound dehiscence with pus discharge. The wound was confirmed to be superficial. The site considered that the exacerbation of the depression as an adverse event as the patient's depression led him to consume large amounts of alcohol and causing potential wound infection. On (B)(6) 2014, the patient's dose was again increased by 20%. The patient received baclofen at the dose of 227.52ug qd. From (B)(6) 2014, the patient received baclofen at a dose of 249.98 ug qd. A pump removal was planned on (B)(6) 2014. However, a further report indicated that the physician reported that except for the antibiotics prescribed, there was no action taken as the seroma was found to be sterile and did not require intervention. The investigator assessed the event as a new illness and stated that the patient had purposely caused traumatic injury at the site of the pump by picking at it. This was because the patient was in a state of psychological collapse, an exacerbation of his pre-existing depression, which led him to drink alcohol and cause harm to the site of the pump. The investigator confirmed the event as wound infection at pump site (previously reported as possible infection at pump site). It was stated that initially it was thought that the patient may have to be withdrawn from the trial. However, after aspiration of the seroma at the wound site, which was found to be sterile, the patient had agreed to psychiatric assessments. The subject had also expressed an interest in continuing in the trial and had agreed to stop drinking and to be more open about his feelings with staff in future. The event term was updated from "anxiety and noncompliance of subject with trial" to "worsening of anxiety and depression." No action was taken with regard to the study medication as a result of the events. On (B)(6) 2014, he was completely recovered from the events and was discharged from the hospital on the same day. As the patient reported increased spasticity, the dose of intrathecal medication was still being increased. On (B)(6) 2014, the patient received an oral dose of baclofen as well as the titrated dose from the baclofen pump at a dose of 274.29 mg/dl and as ug qd. It was also further reported, that on (B)(6) 2014, the patient reported feeling unwell and had episodes of vomiting, therefore he did not attend his physiotherapy or his titration visits on (B)(6) 2014. The investigator considered the events (wound infection at pump site, worsening of anxiety and depression) as serious (hospitalization and medically significant). The investigator did not suspect a causal relationship between the events and the study medication. The reported event can be explained due to a device related issue and not the drug itself. However, it was also reported that the baclofen therapy was reported as continuing (no change) with increased dose. The causality of the event was assessed as not suspected (unlikely related to baclofen and also device). The reporter assessed the event was related to a pre-existing condition (worsening of exacerbation) and as a new illness, injury and stated that seroma had formed at site of pump; however this may have formed because the patient has been causing trauma at this site. Worsening in patient's depression had resulted in picking at the wound. Based on the available information that the patient had been purposely causing trauma to the site of the pump, which led to implant site extravasation, a causal role of the suspect drug was unlikely related. Hence the event implant site extravasation was assessed as not suspected. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient purposely caused traumatic injury to the implant site of the pump and the pump pocket site became infected. The patient was hospitalized. A pump and catheter explant was planned. The patient status was reported as ¿alive - with injury¿. The device system was delivering lioresal. It was later reported that a culture was taken. The ¿culture was sterile ¿ pump infection has been ruled out¿. It was noted that the patient had had a ¿psychological collapse¿; a worsening of a pre-exiting depression. It was decided not to explant the pump

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged product and no diagnostic testing or troubleshooting were required. At the time of the event, the patient's status was reported as alive-no injury. The patient's general mental status was noted to be seriously depressed, stressed and anxious which required hospitalization.

Event description:
Further, it was clarified that based on the available information that the patient had been purposely causing trauma to the site of the pump and worsened depression which resulted in picking of wound which led to implant site extravasation, a causal role of the suspect drug was considered as unlikely with the event. The patient's current/historical conditions also included pain, trauma (injury), exacerbation of disease(condition aggravated). The patient concomitant medications included metoprolol from (B)(6) 2012 to unknown, amlodipine from (B)(6) 2012 to unknown, paracetamol from (B)(6) 2012 to unknown, zopiclone from (B)(6) 2013 to unknown, sildenafil from (B)(6) 2013 to unknown, baclofen from (B)(6) 2014 to unknown, ibuprofen from (B)(6) 2014 to unknown, co-dydramol (dihydrocodeine bitartrate, paracetamol) from (B)(6) 2014 to unknown, ramipril from (B)(6) 2014 to unknown, and sertraline from (B)(6) 2014 to unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 04-22-2016 additional information indicated in the context of device related complications, the causality of the event implant site extravasation, cannot be ruled out with the novartis suspect, baclofen; however the contributory role of the patient's self inflicted trauma at the wound site due to the underlying depression cannot be ruled out.

Manufacturer narrative:
Product ID 8731sc, lot# 0207862180, implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-26 the representative reported that the reason for decreasing in dosing was due to the adverse event experienced by patient which was reported as ¿lower limb weakness¿ with start date (B)(6) 2014 and resolved on (B)(6) 2014 (event related details had been previously captured in another event under manufacturer report #3004209178-2016-09262). This was not related to the patient¿s deve loping infection and related symptoms as captured in this current event. Going forward any additional information received regarding lower limb weakness and tolerating the dose in the early dates of february 2014 will continue to be captured in the manufacturer report # 3004209178-2016-09262. This current manufacturer report #3004209178-2014-04575 will continue to capture the infection/trauma at implant site and related symptoms.